Event description:
Surgeon attempted to implant lens. The facility stated that after the lens was put into that cartridge that it sat too long in the staarvisc and caused the lens to tear prior to insertion into the eye. No pt contact or injury. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.